Event description:
The customer reported that a bedside monitor in the ed did not alarm as expected when a patient 02 saturation dropped. There was no report of any patient emergent condition, harm or delay of treatment involved.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a bedside monitor in the ed did not alarm as expected when a patient 02 saturation dropped. If alarms are not provided for changes in patient condition when expected there is a change that a delayed response to a patient may occur.